Event description:
During the procedure, it was noted that the pt had a 4 mm x 4 mm white patch on inside of left cheek and a large pea sized white patch on tongue. It was noted that the drill bit was overheating and burned the mucous membrane. Event abated after use stopped or dose reduced: yes.